Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with typical range. The system performance was found to be to spec and as expected. No new risk recognized and current mitigations to the above risk were in effect.

Event description:
Following brain treatment of essential tremor patient reported mild lower lip paresthesia on treated side.